Event description:
A journal article was reviewed that contained information regarding this lead. The patient was found to have a cardiac murmur, but was without symptoms. The patient had an echocardiography which showed "moderate tricuspid regurgitation from anterior leaflet prolapse with an enlargement of the right ventricle and right atrium." Also noted was that there was "dense extra-cardiac structures" which "caused construction of the posterolateral wall of the left ventricle and the right ventricular free wall in diastole." During the chest x-ray, it showed that the leads were looped around each side of the heart. The physician was suspicious of "cardiac strangulation" and the patient was scheduled for "urgent" lead revision. The leads were replaced without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correction: additional information was received which provided the correct serial number and model number for the ventricular lead ((B)(4)). The implant/explant dates are corrected. Additional information also included the atrial lead ((B)(4)) information which was added to the report. Referenced article: cardiac strangulation from epicardial pacemaker: early recognition and prevention. Cardiol. Young. August 1 2011;21(4):471-473.